Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011618, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011618 was manufactured according to the work instruction (wi) version 100 and packaging in the multivac 14 on 12/feb/2025, with a total of (B)(4) units. The sub-assembly, welding lot 5a04054 was manufactured according to the wi version 34 and manufactured on machines ls24 & ls25, on 26/jan/2025, with a total of (B)(4) units. Lot 5b00024 was manufactured according to the wi version 34 and manufactured on machines ls24 & ls25, on 11/feb/2025, with a total of (B)(4) units. Lot 5a04035 was manufactured according to the wi version 34 and manufactured on machines ls06 & ls07, on 11/feb/2025, with a total of (B)(4) units. Lot 5b03014 was manufactured according to the wi version 34 and manufactured on machines ls24 & ls25, on 17/feb/2025, with a total of (B)(4) units. Lot 5a04028 was manufactured according to the wi version 34 and manufactured on machines ls06 & ls07, on 24/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector lot 5a04002 was manufactured according to the wi version 37 and manufactured on line 3, on 25/jan/2025, with a total of (B)(4) units. Lot 5b00041 was manufactured according to the wi version 37 and manufactured on line 3, on 10/feb/2025, with a total of (B)(4) units. Lot 5b00046 was manufactured according to the wi version 37 and manufactured on line 3, on 16/feb/2025, with a total of (B)(4) units. Lot 5b02913 was manufactured according to the wi version 37 and manufactured on line 3, on 19/feb/2025, with a total of (B)(4) units. Lot 4j02557 was manufactured according to the wi version 37 and manufactured on line 3, on 24/jan/2025, with a total of (B)(4) units. Lot 4m03225 was manufactured according to the wi version 37 and manufactured on line 3, on 24/jan/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.